Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had a "bubble" on it, rendering it defective. The following information was provided by the initial reporter: "nurse opened packaging and took off the cover and saw a "bubble" on the catheter; it fell off, but nurse did not use the catheter."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-jan-2023. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 20ga x 1.00in. Insyte autoguard from lot number 2258218. Only the catheter was provided. The catheter was microscopically analyzed, and some droplets of lubrication were discovered on the catheter. The droplets were not visible by the naked eye but were only able to be seen using a microscope. The catheter was flushed to investigate for any other damage such as leakage. A leak test was also performed where leakage was not observed. The discovered droplets of lubrication were applied during the manufacturing process and were not enough to confirm a defect because there were no clumps that caused any occlusion, or any foreign matter based on the investigation. The complaint describes a bubble being formed but that it ¿fell off¿. Since it wasn¿t present in the investigation, it was not able to be analyzed. The reported issue was not confirmed based on evaluation of the returned unit. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had a "bubble" on it, rendering it defective. The following information was provided by the initial reporter: "nurse opened packaging and took off the cover and saw a "bubble" on the catheter, it fell off but nurse did not use the catheter."